Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip could not be released after closing the wound. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block e1: initial reporter address 1, and initial reporter address 2: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip could not be released. Block h2 (additional information): block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on october 20, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip could not be released after closing the wound. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block e1: initial reporter address 1, and initial reporter address 2: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip could not be released. Block h11: investigation results- the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with evidence of full deployment. Microscopic examination was performed, and it was found that the evidence of full deployment. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned the clip assembly returned fully deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip could not be released after closing the wound. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip could not be released.